Event description:
It was reported that during arcr surgery, the device sparked when the surgeon tried to activate with cut mode. It was brand new and used at the default setting. By using another electrode, the surgery was completed without any delay. There was no harm to the patient. Additional information: did the sparking occur inside the patient?->it is reported inside the patient. How long was the electrode activated?->unknown. Was the device buried in tissue? ->unknown.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In process.

Event description:
It was reported that during arcr surgery, the device sparked when the surgeon tried to activate with cut mode. It was brand new and used at the default setting. By using another electrode, the surgery was completed without any delay. There was no harm to the patient. Did the sparking occur inside the patient? It is reported inside the patient. How long was the electrode activated?- unknown. Was the device buried in tissue? Unknown.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation under magnification revealed no anomalies on the active tip. The electrode was connected to a vapr vue generator and it was recognized by the generator without any issues. All correct default settings were made available. The generator was set to maximum power for ablation and coagulation modes and activated in saline successfully indicating that the device was fit for function at the time of use. The electrode was tested several times to ensure continuity of function. The reported failure cannot be confirmed and we cannot determine what caused the user to experience reported problem. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one other dissimilar complaint for this lot of devices that were released to distribution. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that during arcr surgery, the device sparked when the surgeon tried to activate with cut mode. It was brand new and used at the default setting. By using another electrode, the surgery was completed without any delay. There was no harm to the patient. Additional information: did the sparking occur inside the patient? It is reported inside the patient. How long was the electrode activated? Unknown. Was the device buried in tissue? Unknown.